Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are saturated. Additional malfunctions are the muffler is saturated and the tie wrap is broken.